Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. The target lesion was located in a diffuse segment of the left anterior descending (lad) artery. An opticross hd imaging catheter was selected for use in the ultrasound examination of the target lesion. During preparation, the probe drives the sheath to rotate during imaging, resulting in the device being kinked. The procedure was not completed due to same device unavailable. No patient complications reported, and the patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). H6: device codes: corrected. The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer showed evidence that the imaging window was twisted.

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. The target lesion was located in a diffuse segment of the left anterior descending (lad) artery. An opticross hd imaging catheter was selected for use in the ultrasound examination of the target lesion. During preparation, the probe drives the sheath to rotate during imaging, resulting in the device being kinked. The procedure was not completed due to same device unavailable. No patient complications reported, and the patient was stable.

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. The target lesion was located in a diffuse segment of the left anterior descending (lad) artery. An opticross hd imaging catheter was selected for use in the ultrasound examination of the target lesion. During preparation, the probe drives the sheath to rotate during imaging, resulting in the device being kinked. The procedure was not completed due to same device unavailable. No patient complications reported, and the patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis. During the media analysis, the media attached shows the imaging window twisted which does not confirm the as reported "catheter kinked " but it does confirm the as reported "catheter material twisted", and it does not show enough evidence to identify a device defect that could have contributed to the reported complaint. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case, an attached media provided by the client shows that the device has an imaging window twisted. The device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there are no additional detail pertinent to the event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: media review: the device was not returned for analysis; therefore, a technical analysis could not be performed. Media provided by the customer shows the imaging window twisted. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. This conclusion is supported by the following objective evidence: during media analysis, an imaging window was found twisted. It was identified that the increased torque transmission and torque strength of the hubble drive cable leads to high enough torque build up in the event of an imaging window kink to cause a twist event, only when the catheter is advanced with the motor drive unit (mdu) on into patient's anatomy. The material twisted is evidence of advancing the device into patient's anatomy while rotating. According to the instructions for use (IFU) indications, the mdu shall remain off when inserting the device into patient's body. Based on this, failure to follow instructions is the assigned cause code of the material twisted.

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. The target lesion was located in a diffuse segment of the left anterior descending (lad) artery. An opticross hd imaging catheter was selected for use in the ultrasound examination of the target lesion. During preparation, the probe drives the sheath to rotate during imaging, resulting in the device being kinked. The procedure was not completed due to same device unavailable. No patient complications reported, and the patient was stable.

Manufacturer narrative:
E1: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis. During the media analysis, the media attached shows the imaging window twisted which does not confirm the as reported "catheter kinked " but it does confirm the as reported "catheter material twisted", and it does not show enough evidence to identify a device defect that could have contributed to the reported complaint. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case, an attached media provided by the client shows that the device has an imaging window twisted. The device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there are no additional detail pertinent to the event.

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. The target lesion was located in a diffuse segment of the left anterior descending (lad) artery. An opticross hd imaging catheter was selected for use in the ultrasound examination of the target lesion. During preparation, the probe drives the sheath to rotate during imaging, resulting in the device being kinked. The procedure was not completed due to same device unavailable. No patient complications reported, and the patient was stable. It was further reported that only the imaging procedure was cancelled; however, the patient was otherwise treated as planned. The patient received local anesthesia, and the procedure was completed with the stent implanted without imaging.